Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Upon explant it was noted that the cylinder began to shred. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There was a leak in one cylinder that was the result of fold wear and broken fabric threads. The other cylinder had broken fabric threads and bulged when inflated. The reservoir performed within specifications. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Upon explant it was noted that the cylinder began to shred. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.